Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken conductor (black) wire. A backup same dv instrument was used for the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing ordinary was observed. It was unknown what surgical task was being performed. It was unknown if there was any loss of cautery associated with broken/loose cable. There were no signs of thermal damage at the site of breakage. It was unknown if the instrument collided with any other instrument or tool during the procedure. The damage did not result in a fragment fall inside of the patient¿s anatomy.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage.